Manufacturer narrative:
The field service engineer checked the analyzer checked but no abnormalities were found. Based on provided pictures, clots and strands were found in the sample container and the analyzer surfaces were dusty. The investigation determined the event was due to insufficient pre-analytics and insufficient customer maintenance.

Manufacturer narrative:
Na.

Event description:
The initial reporter alleged that they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. The sample initially resulted in a troponin t value of 229.5 pg/ml with a data flag and this value was allegedly reported outside of the laboratory to the doctor. The patient reportedly received an angiogram based on the result. The doctor reportedly questioned the initial result from the sample since it did not match the patient's clinical picture. The sample was repeated twice on (B)(6) 2022, resulting in values of 9.17 pg/ml and 8.87 pg/ml. The sample was also reportedly re-centrifuged and repeated on (B)(6) 2022, resulting in a value of 9.23 pg/ml. The troponin t reagent lot number was reported as 634813. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The affected patient is currently in fit condition. Medwatch field d10 has been updated.